Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: during investigation, the display screen was noted to be crooked.

Manufacturer narrative:
(B)(6). Submitted: 04/16/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the pump powered on properly and the display screen became fully illuminated. A vertical color spectrum line was observed on the right side of the display screen. The pump was opened and revealed the display was not positioned properly and was crooked.